Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-00997 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the guidewire would not fit through the plastic connector at the transition zone on the peg tube. The procedure was completed with a new endovive safety peg kit push method from a different lot number. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An external examination of the device revealed the device to be without issue. A functional evaluation was preformed by attempting to pass a .035" guidewire through the delivery system. The guidewire would not pass through the barbed connector. The device was disassembled by cutting off the outer ring and removing the thermoformed tubing and c-flex tubing from the barbed connector. The barbed connector was pin gauged and it was found to be partially occluded. The inner diameter would only accept a .023" pin gauge; specification is .036" to .040". Microscopic examination of the ID of the barbed connector cannula revealed a clear substance to have formed a ring around the inner wall of the cannula. The connector was soaked in nitro methane. A .036" pin gauge was used to force the occlusion out of the barbed connector cannula and it was found to be a clear plug of adhesive. The plug was then placed in the nitro methane and dissolved confirming it to be adhesive. The condition of the returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the connector. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. An investigation is ongoing related to this issue. A review of the device history record was performed for lot 14090432 and revealed no issues related to this complaint.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-00997 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the guidewire would not fit through the plastic connector at the transition zone on the peg tube. The procedure was completed with a new endovive safety peg kit push method from a different lot number. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.